Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. During the first firing of functional end to end anastomosis, the device did not react when the surgeon tried to open the jaws to change the staple line. The surgeon removed the adapter from the idrive handle and replaced the idrive handle. The case was completed successfully. No patient injury.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.